Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial lead was unable to pace or sense. Chest x-ray imaging showed lead cardiac perforation. Pericardial effusion was noted. The lead was explanted and replaced. The patient condition was stable post-procedure.